Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient complained of abdominal pain and the clinician was unsure if it was related to the device or a medical cause. The decision was made to turn the device off to see if the pain subsided. It was determined that the patient had had minimal programming efforts from the office staff and a previous manufacture representative and a plan was put in place to accomplish symptom relief and comfort. The first step was to turn the device off, establish baseline symptoms, and monitor pain. The patient's device was later turned back on and the same program was maintained at varying amplitudes. Her pain had subsided and she was pleased with the setting.

Event description:
It was reported the patient was feeling a sharp, stabbing pain two or three times a day for twenty second durations. The pain was un comfortable and they had to hold their legs together. The patient was told to alternate between 1.1 v and 1.0 v. The patient was leaking while standing. Sitting was fine. The patient had to get up four times the night prior to call. The patient had tried their other programs, program three worked the best. They had an appointment scheduled for (B)(6) 2015. While on the call, stimulation was confirmed on. Four days later, the pain was occurring three or four times a day. The pain was described as a shocking sensation that started at the stomach and went down on the right side. The patient was still leaking. They felt like they were getting weaker. While on the call, stimulation was turned off. At the scheduled appointment, the patient was given a voiding diary. They had a follow-up appointment scheduled for two weeks later. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kdxa, implanted: (B)(6) 2014, product type: lead. (B)(4).